Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not alarming distal occlusion. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was in overall good condition. The cause of the customer reported problem was a faulty downstream occlusion (dso) sensor. The manufacturer representative planned to replace the dso sensor.